Manufacturer narrative:
The investigation of thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25263.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on bipella support was heparin-induced thrombocytopenia positive. The patient was switched to argatroban and purge fluid in the impella. The patient is stable and survived the event.